Event description:
A patient died during a subacromial decompression surgery. The surgeon was infusing a combination of fluid and air into the joint when the patient experienced changes in co2 monitoring that indicated a problem. Although CPR measures were performed, the patient was not able to be resuscitated. A cardiologist was called into the o.r and believed that an air embolism was responsible for the cause of death. The cardiologist noted a clear line of demarcation at the mid chest level in which the upper portion was purple. An autopsy was performed with inconclusive results as to the cause of death.